Event description:
It was reported that the user¿s device displayed persistent restart 65 alarms consistent with an audio over/under current malfunction and showed high glucose after a period of travel without connection to the ilet; the user reported no symptoms, had backup subcutaneous insulin therapy, and the event was associated with a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and clinician. Investigation of this case revealed a mechanical problem identified with the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.